Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. Investigation revealed an intact keypad with fully responsive buttons. Upon removal of the keypad cover, no contamination was found under the key contacts. No button contact defects were observed. Upon removal of the pump cover, no evidence of internal moisture was observed. The keypad latch was found to be fully closed. No damages were noted to the keypad flex. Unrelated to the original complaint, the audio bolus button cover was damaged; however, the bolus button was responsive during the investigation.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.